Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012483145); product type: 0195-heart valves; implant date; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter bioprosthetic valve implant procedure, moderate to severe paravalvular leak was reported. Subsequently a second valve was implanted and the patient remained hospitalized.

Manufacturer narrative:
Updated data: b5. Added second paragraph. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter bioprosthetic valve implant procedure, moderate-severe paravalvular leak was reported. Subsequently a second valve was implanted and the patient remained hospitalized. Additional information was received to report the second valve was implanted valve-in-valve. Additional information was received indicating that the procedure was prolonged. This was related to the patient's anatomy and moderate paravalvular insufficiency. The patient left the procedure with hemodynamic support. As a result, the patient's hospitalization was also prolonged.

Manufacturer narrative:
Note: this regulatory report captures the first valve implanted, and inactive. H10 notes the regulatory report related to the second valve implanted that replaced this valve. Updated data: b5. A second paragraph was added. D. Suspect medical device serial #, full UDI # h10. Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter bioprosthetic valve implant procedure, moderate-severe paravalvular leak was reported. Subsequently a second valve (B)(6) was implanted and the patient remained hospitalized. Additional information was received to report the second valve was implanted valve-in-valve.